Event description:
Reported one false positive flu b result on sofia flu+sars. Patient was asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.